Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using a pvs device and three reloads. ¿surgeon was shown how to properly use the device with emphasis of the tissue being placed in the jaws below the cut line to decrease the risk of staples being malformed¿. ¿I was in the room and watched the surgical tech properly load and unload each reload¿. After the surgeon fired all three reloads, ¿he turned to me and said none of the staples deployed¿. During each firing, the motor of the device sounded like a normal firing. I also checked the reloads and all three had blue drivers up. After the surgeon checked the specimen, he and his partner confirmed that staples did deploy, however they were malformed. ¿they believed it might have been cause by the vessel tissue being too thick¿. They were able to save the patient and afterwards confirmed the patient would be okay. The procedure was delayed eighteen minutes and was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58u5m. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. In addition three reloads were received. The reloads ( b, c and d) were received fully fired. The device was tested for functionality in the straight position with a returned cartridge reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload b, c and d: p58d8c fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.